Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly had an allergic reaction to coumadin and developed a rash and blisters all over his body. However, the patient's wife indicated that the rash was worse under the lifevest. The patient's physician prescribed hydrocortisone cream. Initial follow up indicated that the rash improved over his body, but was still present under the electrodes. Additional follow up indicated that the rash had healed.